Event description:
It was reported the pump screen was broken rendering the screen black. There was no reported adverse impact to the customer's blood glucose level. No further information was provided.